Manufacturer narrative:
The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process for the reported lot. An investigation into the reported condition was completed at the manufacturing facility. There were samples returned to the site in relation to this complaint. A visual inspection was completed on all samples and 3 catheters had no eyelets; the complaint can be confirmed. A review of the salem sump line was completed to determine the potential root cause. Following this review, it was determined that the most probable root cause was operator error. The catheter was transferred from the trim, mark and melt station to the coli and pouch station omitting the punch / occlusion station. A formal corrective/preventative action (CAPA) has been initiated to further investigate this report and to implement effective solutions to prevent re-occurrence of this issue. A quality alert has been issued to the manufacturing line to heighten awareness of the reported issue and customer complaint.

Manufacturer narrative:
The complainant indicated that it is unknown if the device will be returned for evaluation; therefore, a failure analysis may not be available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer states that they received the nasogastric probe that does not have a hole in the distal tip.